Manufacturer narrative:
(B)(4). Batch # r5al5m. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the radical colorectal surgery (colon resection), could not fire. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.